Manufacturer narrative:
Evaluation summary: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. (B)(4).

Event description:
A technician reported that prior to laser assisted cataract surgery, two arcuate incisions were programmed. Following the treatment, the surgeon noted that one arcuate was twice the width as planned. In a follow up, the technician reported that the surgeon chose to partially open the arcuate incision. The technician also reported the patient is doing great.